Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -6.5 diopter, but the lens would not unfold. The lens was removed within the same surgery, with no patient injury. Upon removal, the lens haptic was noted to be curved and bent upwards. The backup lens was implanted. The reporter indicated the cause of the event may have been due to aggressive manipulation in order to get the lens to unfold.